Event description:
It was reported when using the maxplus positive pressure connector the device spontaneously disconnected. The following information was provided by the initial reporter. The customer stated: "the patient needs intravenous infusion, after the infusion when the nurse's bedside syringe is closed, the needleless connector interface rebounds and cannot be fixed. Without causing harm to the patient, the needleless connector was replaced."

Manufacturer narrative:
Investigation summary: an mp1000 (B)(4) product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21015952. From the information provided by the customer it appears that the customer experienced disconnection of an unknown syringe from the maxzero; no further details of the make and model of the syringe were available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21015952 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mp1000 (B)(4) product.